Manufacturer narrative:
Investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the defect for evaluation. A review of the device history record was performed for the reported lot, 9092784, and no related quality issues were found during production. Our quality engineer reviewed the provided photos and determined that the extension tubing had ballooned at the attachment site of the straight and winged adapter ports. Based off the provided photos the engineer was able to verify the defect of ballooned tubing. However, without a physical sample available for investigation the engineer could not determine a definitive cause of this defect. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that a defective catheter was discovered during use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "catheter defective/damaged, occurred during CT scan."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a defective catheter was discovered during use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "catheter defective/damaged, occurred during CT scan."